Event description:
The company was informed that the pt's device was explanted due to inflammation at implant site. Advanced bionics is in the process of gathering more information, once more information is available a supplement report will be submitted.